Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain. The caller reported poor communication. The patient was around a welder and that drove the ins battery down and then the ins battery wouldn¿t charge. The patient met with a manufacture representative (rep) who got the ins battery going again. The patient noted that the rep told the patient that their ins battery would be working at 50% now. Troubleshooting resolved the reported issue. The event occurred maybe a year or so prior to (B)(6) 2019. The patient doesn¿t remember when the rep was made aware. However, additional information was received from the rep on (B)(6) 2019 confirming that they were not made aware of this event. There were no patient symptoms reported and no complications reported.